Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2021-21160. It was reported that the patient presented in clinic for a routine follow-up. Upon interrogation, it was noted that the right ventricular (rv) lead and right atrial (ra) lead exhibited noise that was oversensed by the device and led to pacing inhibition. The noise on the ra lead was reproducible in clinic but the rv lead noise was not reproducible. Both leads were explanted and replaced with competitor leads. The patient was in stable condition.